Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6). (B)(6).

Event description:
The customer stated that they received an erroneous results for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas 8000 e 602 module (e602). The sample initially resulted as 11.92 ng/l and this value was reported outside of the laboratory to the doctor. The sample was repeated on (B)(6) 2017, resulting as 326.3 ng/l. The 326.3 ng/l value was confirmed. No adverse events were alleged to have occurred with the patient. The tnths reagent lot number was 245194. The reagent expiration date was asked for, but not provided. One level of quality control was tested and this was within range. Calibration signals were within expectations. No rack adapters were used when running the sample tube. Upon review of the alarm trace, abnormal sample aspiration and abnormal sample probe movement alarms were seen.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No general reagent issues were found. Possible root causes for this event may be sample quality, insufficient maintenance, and the use of 13 mm sample tubes without using recommended rack adapters.